Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section e1: establishment name: information unknown/not provided. Section e1: establishment address: information unknown/not provided. Section e1: initial reporter's telephone number: information unknown/not provided. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that during the implantation of a preloaded multifocal toric intraocular lens (iol), when the lens was progressing through the cartridge tip, it split and came out the side of the cartridge. The lens was subsequently discarded, and a backup intraocular lens was utilized as a replacement. There was no negative impact on the patient. Trough follow ups, it was indicated that the lens was not fully implanted; the iol is still stuck in the cartridge tip. No further information was provided.